Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tumor resection and sigmoid colectomy procedure, the scrub technician attempted to load the reload on the adapter but an excessive load warning was displayed on the screen, the shipping wedge was tried to be removed but would not come off. The surgeon attempted to do the same but the issue persist. The reload was removed and a new one was used to complete the procedure. There was no patient injury.